Manufacturer narrative:
Based on the claim against the product by the customer noting that error 23013 occurred on patient side manipulator (psm) 3 intermittently, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported 23013 error when testing psm 3. The fse reviewed the system log and noted that error 23013 had occurred frequently and pointing to an issue with axis 5 of psm 3. The fse replaced psm 3 to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The psm was analyzed and found to have no issue. Failure analysis investigations could not reproduce the reported failure (error 23013 along axis 5). However, the error could be confirmed as having occurred via the field error logs. The psm was installed onto a system and powered up. The sine cycle and test drive were performed without any issues. The unit also passed all tests that were performed via matlab. There was no trouble found with this psm. The complaint regarding error 23013 occurred was not confirmed by failure analysis. This complaint is considered a reportable malfunction due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using the remaining arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the error 23013 occurred on patient side manipulator (psm) 3 intermittently. The customer moved psm 3 outside of the surgical field, but the error kept returning intermittently after it was recovered. The site continued the procedure without psm 3. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the site continued and completed the procedure with the remaining arms.